Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that when her husband attempted to change the infusion set the act and esc buttons would not respond. The battery was removed and reinserted but the insulin pump would ping all over, different parts of the screen flashed, and then the insulin pump turned off. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display. The insulin pump was not bumped, dropped, or exposed to moisture. The customer confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump--the display returned but with a button error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly however; the insulin pump functioned after plugging in the battery tube connector. The insulin pump had button error alarm and no button response due to corroded keypad traces. No missing segments or partial display noted. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.